Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The problem was resolved by applying krytox grease to the o-ring of the bypass assembly port.

Event description:
The hospital reported that, during patient use, the fico2 was increased. There was no reported patient injury.